Manufacturer narrative:
The investigation of high purge pressure has been completed. The returned product was inspected and blood was found in the outlet cage by the impeller. There were no physical abnormalities. The pump was run in the lab and high purge pressure was not reproduced. The data logs confirm high purge pressure alarms. It is unknown if tissue plasminogen activator (tpa) was added to the purge. The root cause of the high purge pressure was determined to be biomaterial instructions for use: impella 5.5 with smartassist: section: using the automated impella controller with the impella catheter unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ h10 instructions for use were inadvertently omitted from manufacturer device report 1220648-2024-24971.

Event description:
The complainant reported that a patient was on impella 5.5 support for around three weeks when purge pressure was high and purge system blocked alarms occurred. Tissue plasminogen activator protocol was completed twice without success. The impella 5.5 was exchanged for another impella 5.5. There was no harm to the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.